Event description:
It was reported that the tubing of a clearlink system continu-flo solution set leaked where the "fill or drip tube, meets the extension tubing". The issue occurred during the set up while priming the tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was incorrectly assembled into the drip chamber due to a twist. Pressure test and clear passage under water were performed, and it was noted that there was a leak due to the twist in the tubing into the drip chamber. The reported condition was verified. The cause of the reported condition was an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.